Event description:
It was reported that this patient recently received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due t-wave over-sensing and noisy artifacts. A similar untreated episode had previously occurred in 2022, after which the physician elected to reprogram the device from the primary sensing vector to the secondary. Boston scientific technical services was contacted for discussion regarding the patient's activity and recommended evaluating the sensing vectors in-clinic. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient recently received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due t-wave over-sensing and noisy artifacts. A similar untreated episode had previously occurred in 2022, after which the physician elected to reprogram the device from the primary sensing vector to the secondary. Boston scientific technical services (ts) was contacted for discussion regarding the patient's activity and recommended evaluating the sensing vectors in-clinic. Recently, the patient received an additional inappropriate shock due to t-wave over-sensing and ts was contacted again for a further reprogramming discussion. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.